Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate weight (B)(6). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was limited. The reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. The proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. During the device inspection, it was observed that the foot could not be closed because the actuator wire was bent at the proximal end. A failure to close the foot would result in difficult device removal; however, this was not reported. A possible cause for the bent actuator wire included, but not limited to, closing the lever against resistance, but this could not be confirmed. During testing, we were able to close the foot by pushing the proximal end of the actuator wire. Based on the investigation findings, the probable cause for the detected bent actuator wire that resulted in failure to park the foot could not be determined. It could not determine when the actuator wire was bent. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings was performed and there were no other incidents that exhibited bent actuator wire. A review of the product lot history record for this lot did not reveal any nonconforming material record for this event. To assure that all products perform according to specifications they are subject to an inspection during manufacturing.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.